Manufacturer narrative:
It was reported the device will not be returned to arthrocare for investigation. Since the device was not returned for investigation, a complete investigation could not be completed. A review of the lot history record for lot #q032870-a was performed and the lot met all device specifications.

Event description:
In early 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical plasma disc decompression procedure, the tip of the perc dc wand detached and remained in the pt's cervical disc. It was reported there was no pt injury.